Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During a review of the device history at the user facility an s233 (overtemperature-psc) malfunction alarm code was noted. Further testing found the device did not pass the power up test due to abnormal grinding noise from the fan. The probably cause of the customers reported event was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with an s233 (overtemperature-psc) malfunction alarm code and an abnormal grinding noise. The pump was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, an s233 (overtemperature-psc) malfunction alarm code was found in the device history and the device powered on with an abnormal grinding noise from the fan. No additional info was provided.